Manufacturer narrative:
THE DEVICE HAS NOT BEEN RETURNED/RECEIVED TO DATE. IF THE DEVICE IS RECEIVED, A SUPPLEMENTAL REPORT WILL BE SUBMITTED WITH THE INVESTIGATION RESULTS. WE ARE UNABLE TO DETERMINE IF ANY PRODUCT CONDITION COULD HAVE CONTRIBUTED TO THE REPORTED EVENT. LOT RELEASE RECORDS WERE REVIEWED, AND THE PRODUCT LOT MET ALL ACCEPTANCE CRITERIA. LOCKED DOWN/SMARTPHONE LOCKDOWN. OMNIPOD 5 SOFTWARE APP VERSION 3.1.1. OPERATING SYSTEM N5004L-AM-Q-MV01602-06-01.06. HARDWARE N5004L. CGM SENSOR TYPE L2+. PLEASE NOTE, THE DEVICE IDENTIFIERS ARE CAPTURED AS REPORTED BY THE COMPLAINANT AND MAY NOT ALIGN WITH THE DEVICE CONFIGURATION REPORTED IN THIS SECTION AS THIS DATA IS PULLED FROM OUR CLOUD BASED ON THE REPORTED DATE OF EVENT.

Event description:
IT WAS REPORTED THAT THE PATIENT HAD PASSED AWAY ON (B)(6) 2025, WHILE USING OMNIPOD. THE FAMILY REPORTED THEY THOUGHT USE OF THE PRODUCT MAY HAVE BEEN CONTRIBUTORY IN THE PATIENT PASSING AWAY BUT DID NOT PROVIDE ANY FURTHER INFORMATION. NO FURTHER INFORMATION WAS PROVIDED.

Manufacturer narrative:
After internal review, B2 date of death was corrected. The physical device was not returned for investigation. Review of the Insulet cloud system found data to be available for the user up to (b)(6)2025. The date of passing was reported as(b)(6)2025. Cloud data from the user for the period of (b)(6)2025 was downloaded and reviewed. Review of the patient history buffer (PHB) data found that the system was used primarily in Automated Mode during this period. While the system was in Automated Mode, the automated algorithm was able to appropriately adjust the micro bolus amounts based on the estimated glucose values and user inputs. On(b)(6)2025 starting at 18:01, the pod lost connection with the sensor and the sensor began generating temporary sensor errors, as indicated by estimated glucose values of -1 and -2 respectively. An unrecoverable sensor error occurred at 23:06 on (b)(6)2025 and this condition remained until pod deactivation at 15:33 on (b)(6)2025. The automated algorithm responded appropriately, transitioning the system to Automated Mode: Limited after four consecutive cycles of missing values and generating Missing Sensor Values alerts after one hour of consecutive missing values. The last valid estimated glucose value received before the pod-sensor connection loss and unrecoverable sensor error was 121 mg/dL received at 17:56 on(b)(6)2025. A new pod was activated at 15:36 on (b)(6)2025. The first valid estimated glucose value received by this pod was 142 mg/dL received at 16:42 on (b)(6)2025. Regular instances of pod-sensor connection loss were observed during this period, with the PHB data showing the system responding and generating reminders and alerts appropriately. The cloud data showed that the pod was discarded at 17:15 on (b)(6)2025 and a new pod was activated at 17:33 on (b)(6)2025. The last valid estimated glucose value received by this pod was 181 mg/dL received at 17:12 on(b)(6)2025. The first valid estimated glucose value received by the new pod activated on (b)(6)2025 was 149 mg/dL received at 18:42 on (b)(6)2025. The user's estimated glucose values increased to Urgent High (greater than 400 mg/dL) at 00:32 on (b)(6)2025. The user's estimated glucose values remained Urgent High until the last valid estimated glucose value received at 08:12 on(b)(6)2025. The last PHB datapoint generated was generated at 08:17 on (b)(6)2025. The data showed that an Automated Delivery Restriction alert was generated at 08:32 on (b)(6)2025 due to the automated algorithm delivering the maximum micro bolus amount for an extended period in response to the increasing and high estimated glucose values. The alert was acknowledged, transitioning the system to Manual Mode around 08:42 on (b)(6)2025. The system remained in Manual Mode through the last PHB datapoint. While in Manual Mode, the system correctly delivered the user's manual basal program of 0.9 U per hour for 24 hours regardless of the estimated glucose values received. The cloud data showed that multiple boluses were delivered during this period, with the last bolus being a 15 U manual bolus delivered at 17:43 on (b)(6)2025. Comparison of the bolus records to the PHB data found that the total pulses delivered count tracked by the pod increased correctly based on the total bolus volume of each bolus after delivery of each bolus, indicating that each bolus was actively delivered by the pods. The cloud data did not show a deactivation record for the last pod used, though records for High Glucose alerts were seen after the time of the last PHB datapoint, indicating that the controller lost connection with the pod after 08:17 on (b)(6)2025. No evidence of issues with the system was observed in the available cloud data. The exact cause of the reported event could not be conclusively determined from the available data.